Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl and current value was 64 mg/dl. The customer was treat with food and glucose tablets. . Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. The customer alleges that the insulin pump was over delivering because the customer already checked for leaks and there was none and she went low again and took herself off the pump. The device will be returned and reservoir will not be for analysis.